Event description:
It was reported that the system had a low flow during cardiopulmonary bypass surgery. The product was not changed out and the surgery was completed successfully.

Manufacturer narrative:
The field service rep replaced the component on sight. He found a failed impeller head on the device. This report is being submitted to the FDA as a result of a retrospective review of product complaints.